Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The broken pitch cable likely caused the engagement failures observed. A digital signal processor (dsp) log review of the customer's system confirmed 3 engagement failures. No master supervisory controller (msc) logs were available for review at this time. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pediatric ureteral reimplantation surgical procedure, the permanent cautery hook was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary observed on the instrument. The event occurred during a reimplantation procedure. There was no damage or injury to the patient that occurred and no pieces fell from the instrument as initially mentioned. There was no report of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.